Event description:
It was reported that this right ventricular (rv) lead has exhibited a high shock impedance out of range alert. Technical services (ts) was consulted and provided programming and evaluation options. A painless lead integrity test was performed and a within range measurement configuration was set. This rv lead remains in service. No adverse patient effects were reported.